Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire was returned in two fragments (186cm from the proximal end and 9.4cm from the distal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was seen to be broken with the core wire exposed. The core wire distal end was observed through the distal tip dome. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. During analysis the guidewire was noted to be broken/fractured at 186cm from the proximal end with the core wire exposed. No other anomalies were noted to the guidewire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during mca (middle cerebral artery) m3 aneurysm embolization case, distal of the subject guidewire was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during mca (middle cerebral artery) m3 aneurysm embolization case, distal of the subject guidewire was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR) h3 other text : the device is not available to the manufacturer.